Manufacturer narrative:
Additional information was received on 2/5/2018. During the surgical revision, the physician noted that the deflated implant appeared about half full, and there were no issues with the contralateral implant. Both implants were exchanged with new mentor smooth moderate profile 300cc prostheses that were inflated to 325cc. The patient was last stated to be recovering in stable condition. The mentor failure analysis lab has received the device for evaluation on 02/14/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 5774659 was reviewed on 02/28/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis and experienced deflation post procedure. As a result, the patient had bilateral prosthesis replacement on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 3/19/2018. The event date has been updated. The final fill volume of the original prostheses was 325ccs. When the original devices were explanted, they were replaced with mentor smooth round moderate profile 300cc saline prostheses. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures it revealed a leakage site; a partial delamination of the shell to patch junction. The cause of the delamination could not be determined. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).